Manufacturer narrative:
The concomitant insert and patella has been changed to unk insert and unk patella as per to do.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim letter received. Claim letter alleged personal injury and defective attune knee device. Doi: (B)(6) 2016. Dor: not reported unknown affected side.